Event description:
It was reported that the ilet charger was temperamental and did not charge the device adequately even after approximately thirty minutes, and a replacement charger was arranged. Symptoms included no clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included guided troubleshooting with the user. Investigation of this case revealed a suspected charger performance issue consistent with failure to charge, indicating a charger component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.